Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A communication problem was reported. The recharger was not connecting with the implantable neurostimulator (ins), reposition antenna icon displayed. The patient last charged 3-4 weeks ago. The patient programmer (pp) was not connecting to the ins either. The pp stopped responding. The pp was tried with and without the antenna, and it would not communicate. The patient has not seen her doctor in some time. There was a possible discharge or overdischarge of the ins. The patient¿s device was not charging. The patient does not have a health care provider (hcp) right now and cannot travel, can only be at home. Additional information has been requested to find out if any intervention or troubleshooting was required and the outcome of the event.

Event description:
It was confirmed that the battery was discharged. The 60 minute clock was initiated and the ins was charged. Stimulation returned upon charging. This was advised to the patient¿s son as to how this could affect the integrity of the system.